Manufacturer narrative:
The screw driver u-joint solid tip, item # 8530-1009, lot # l554209 was returned for evaluation. Visual inspection of the item shows that the u-joint shaft assembly underwent a complete fracture at the shoulder of the shaft which is the press fit area for the u joint shaft fork. The broken shaft assembly was not returned with the complaint. The device history record was reviewed and no non-conformances were noted. A visual examination confirmed the reported event: the shoulder at press fit area of the shaft is fractured and this mode of failure is consistent with the torsional stresses experienced. The probable underlying root cause for the damage to screw driver u-joint solid tip is excessive torque forces leading to loss of integrity of the mechanical structure holding the u joint shaft fork, press fit area of the driver shaft and the pin holding them together leading to instrument deformation and fracture. . Lot number was corrected. The lot number was reported as 1554209; it was identified the first digit is an l (l554209) not a one (1). Supplemental report one of two for the same event, reference 3004485144-2015-00078-1.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of two for the same event, (B)(4).

Event description:
It is reported the drill bit broke while drilling the s1 screws; they broke below the implant. The surgeon explanted the implant then pulled the drill bit out and re-implanted. It is report the surgeon used the awl, however the screwdriver broke while placing the second l5 screw. The surgeon used a second driver to complete the procedure. A surgical delay over 30 minutes was reported; no adverse events were reported as a result of the events.